Manufacturer narrative:
Various checks had been done including cleaning the outside of the sample pipette. The flow rate of the washing unit was also adjusted as there was an overflow during the operation process. Hardware check by test performance was done and it was acceptable. Investigation is ongoing.

Event description:
We received an allegation about non-reproducible results for 1 patient sample tested with glucose (gluc3) assay on a cobas c 503 analytical unit. The following results were obtained: initial result: 8.04 mg/dl. Rerun result: 114 mg/dl. The customer rerun the sample because the initial result was not plausible. No erroneous result was reported outside the laboratory. The gluc3 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Device code (a code) was updated. The investigation determined that the root cause of the event was consistent with a maintenance issue. The service actions done resolved the issue.